Event description:
A review of service data detected a reportable event. During servicing of monitor which was returned for routine maintenance, it was discovered that monitor had both response buttons that would not respond. The past pt to use this monitor did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The monitor was found to have both response button switches that were defective. The root cause of the response button failure is the metal dome had rotated and shifted within the switch body. This prevented proper electrical contact between the center conductor pad and the four corner conductor pads when the switch was depressed. The cause of the rotated/shifted dome was determined to be delamination of the spacer layer within the switch. The response buttons were repaired and the monitor was rested and restocked. No adverse event resulted from the faulty response buttons.